Event description:
Reporter indicated that patient's device stimulated constantly for approximately 20 minutes and that placing the magnet over the device did not help. This constant stimulation was reported as painful and went up the path of the lead to the neck. There was reported to be nothing in the environment that would cause this constant stimulation. Patient was seen by physician the day after the incident and the device communicated without incident. Patient reports that no other incident of this type have occurred.